Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2017 that summer 2017 the patient went to the hospital to have a pain stimulator replaced, and the patient told the healthcare professional (hcp) to mark where the pump and stimulator were located on the body but they didn't do it and the hcp cut open the pump area which they didn't need to remove. The pump area was infected and the pump was removed. The patient had three (B)(6) infections and was ¿like dead¿ at that time. The infections were in (B)(6) 2017 and the pump was removed due to the infection in (B)(6) 2017. The patient only had a pain stimulator implant active. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer to update the patient weight which was stated as (B)(6). No further complications were reported or anticipated.